Event description:
It was reported that at the pt's last pump refill session , the hcp "pulled out all fluid." The hcp stated that the pt's pump had flipped and was manipulated back into normal position. They had questioned that if the pump had flipped, the catheter may have become kinked or blocked. The hcp had discussed a possible catheter exploration and filling the pump with normal saline. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.